Event description:
This medwatch report was initiated upon the receipt and review of the device eval and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that following several punctures performed during an hcc liver ablation procedure performed percutaneously, a 5 cm diameter burn was noted on the pt (age and gender unknown) side. The burn only exhibited redness at the site located on the pt's side. Upon eval of the device it was noted that the device insulation appeared to be scraped from the distal tip to 7 cm proximally. The physician then obtained another device and successfully completed the pt procedure. The complainant indicated that other than redness from the pt burn there was no adverse affect on the pt as a result of the reported problem, and that the pt's condition was good.